Event description:
Reporter reported to smiths medical international that the kit was placed on an itu pt, and worked without failure until the following three days, when a nurse noticed blood at the site where the set was connected to the cannula. The luer lock hub had disconnected/broke away from the manometer line ext, pt end. The kit had been on for approximately 72 hours, and was due a change as per hospital protocol. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical asd. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. Examination of the returned unit revealed a solvent ring, which indicates that solvent had been applied to the tubing. The location of the ring indicated that the tubing had been fully seated into the connection. The tubing measured within specification. There were no apparent manufacturing issues. Smiths was able to confirm the issue; however, no root cause could be determined. CAPA has been issued to further investigate this issue. No add'l action is necessary at this time. Smiths considers this MDR closed with this report. Smiths recognizes that this report is not being submitted within the required timeframe, MDR reporting deadline based upon the date the info was received was february 8, 2008. Smiths continues to be committed to regulatory compliance and will make every effort to ensure that this dose not recur.